Manufacturer narrative:
Bayer product analysis received and examined 15 returned syringe kits. Visual examination confirmed the presence of white particulates in each of the returned kits. Further evaluation determined that the white particulates were concentrated near the syringe drip flanges and there were traces of the particulates within the styrene tray. Also noted were abrasions to the tyvek covers at the point of contact for the syringe drip flanges. Examination of retained samples for this lot number did not confirm the presence of the reported particulates. Product analysis determined that, during shipping/handling, movement of the syringes against the tyvek covers caused adhesive material to flake off of the cover and settle within the disposable container. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe as well as the quick fill tube (qft). The customer elected not to use the syringe kit. No injury or adverse event was reported. Note: reference the following report numbers for related reports: 2520313-2017-00003. 2520313-2017-00004.